Manufacturer narrative:
The provided data were investigated showing an increase of the pacing impedance from initially 600 ohms to >3000 ohms within the first month after the implantation as reported in the complaint text. The lead was returned. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuts in the insulation and a stretched fixation helix were observed, which most likely occurred during the explantation procedure. Furthermore around 2 cm distal to the is-1 connector pin the lead was found deformed indicating an adverse lead position in the area of the generator housing in the implanted state. In the course of the analysis no deviations were noted which might have contributed to the reported increased impedance values. In particular the values measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation duration of approx. 7 months it was reported, that the lead was explanted and replaced due to impedances >3000 ohms.